Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/21/2015. The fse stated the probe was partially clogged causing the lower results. The probe was replaced, as well as diluent filters, which had not been replaced per instrument literature by the customer. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported erroneous low red blood cell (rbc) and hemoglobin (hgb) results for one patient sample cycled on a coulter ac-t diff 2 analyzer compared to a redraw of the same patient two days later at a hospital. Quality controls (qc) run before and after the event were within range. Erroneous results were reported out of the lab. The patient was sent to a hospital as an outpatient for a planned blood transfusion. However, prior to the procedure; the hospital redrew a complete blood count (cbc) sample from the patient where the rbc and hgb results recovered higher than the result recovered from the act diff 2 analyzer two days earlier. The transfusion procedure was cancelled and the patient was released with no further action. There was no change or effect to patient treatment in connection with this event.